Manufacturer narrative:
On 07 april 2017, hpf (the instrument manufacturer) provided a document review for the item involved in this complaint, reporting as follows: batch released on date: 30/11/2016. N. Of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have received other complaints for this batch. Conclusions: there aren't non conformity elements in the document review. Medacta communicate to hpf that they have received the device subject of this complaint, that it works, and it is compliant. The instrument is not required for further investigation.

Event description:
When the tech handed the instrument to the surgeon, the cup fell off the impactor. The agent had a secondary cup which was used in surgery. Upon impaction of the cup impactor, the instrument broke. The surgeon used a straight cup impactor to complete the surgery. There was approximately a 42 minute delay in surgery. The surgery was completed successfully. The sales agent stated he was not sure of what happened on these. It is either came off early from the cup. While impacting the offset cup inserter disengaged from the cup. Or the surgeon could not remove it from the cup. The surgeon had to take the cup off by hand. He removed the cup after seating it in the acetabulum. Once removed from patient we unscrewed the cup and impacted it with the straight handle. The blue handle would not even with pliers wouldn't unscrew from the cup inside the patient.

Manufacturer narrative:
On 06 april 2017 the medacta r&d project manager performed a visual inspection of the retrieved item and commented as follows: we have performed evaluation of the instrument but we have not found the problems underlined in the complaint: the instrument seems to work correctly.

Event description:
When the tech handed the instrument to the surgeon, the cup fell off the impactor. The agent had a secondary cup which was used in surgery. Upon impaction of the cup impactor, the instrument broke. The surgeon used a straight cup impactor to complete the surgery. There was approximately a 42 minute delay in surgery. The surgery was completed successfully. The sales agent stated he was not sure of what happened on these. It is either came off early from the cup. While impacting the offset cup inserter disengaged from the cup. Or the surgeon could not remove it from the cup. The surgeon had to take the cup off by hand. He removed the cup after seating it in the acetabulum. Once removed from patient we unscrewed the cup and impacted it with the straight handle. The blue handle would not even with pliers wouldn't unscrew from the cup inside the patient.